Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported heat damage was confirmed during the device investigation. The reported symptom when associated language used to describe the appearance and/or odor produced after suffering fluid intrusion. The investigation found corrosion on the wireless module flex and radio printed circuit board (pcb) due to fluid intrusion. The device was removed from svc.

Event description:
It was reported a wireless module for a spectrum pump had heat damage. It was also reported there was no pt involvement.